Event description:
It was reported by the patient that recently the device area became sensitive to touch, and it is now black and blue. The patient also questioned whether the device could have moved, as it seems to be close to the skin at the top of the device. No further information could be obtained on followup. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076, implantable pacing lead, (B)(6) 2005; 4194, implantable pacing lead, (B)(6) 2005. (B)(4).